Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received compromised force sensor system. The customer¿s blood glucose level was 111 mg/dl. The customer stated that insulin was squirted out during manual prime. Drive support cap appears was flush. Troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Insulin pump received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistance(gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to compromised force sensor system alarm. However, insulin pump passed rewind test and displacement test.